Manufacturer narrative:
Reference record (B)(4). Dob: (B)(6). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number is the similar us list number, the international list number is unknown. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(4) 2019 it was reported that a patient came to the surgery department due to peg root (stoma)inflammation on (B)(6) 2019. The patient received a one week course of oral kefalex (cephalexin) 500 mg for stoma infection. The root of the stoma had been secreting and this had irritated the skin area around the stoma. In the hospital the tubing had got stuck when the patient transferred into a wheelchair and the tubing had come completely off. This caused a small ulcer to the right side of the stoma channel. On (B)(6) 2019 new abbvie tubing, peg 15fr and j-tube 9fr had been placed for the patient and the duodopa treatment had been started again. The patient was to leave for his home provisionally on (B)(6) 2019.